Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op the patient underwent a revision surgery due to allergic reaction/metalosis to the implants. The construct was removed from the patient. No additional information is available at this time.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Lot material documentation was obtained and reviewed for conformance to print specification regarding chemical composition. Available documentation confirms conformance to material specification.